Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the hospital has no heater-cooler system 3t anymore since 2018, including the heater-cooler system 3t (B)(4), which is captured in this report. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Device has undergone deep disinfection in february 2018 and was not returned to the customer. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was found to be contaminated with mycobacteria. There is no known patient involvement.